Event description:
A customer contacted baxter's technical service center regarding feeling overfilled during dwell 1 of homechoice therapy. The home pt had performed a midday exchange and forgot about it. Patient then bypassed the initial drain during the night therapy. Patient began feeling too full after the first fill. A technical service representative (tsr) put the home patient into a manual drain. Home patient drained out 1800ml and resumed dwell. Home patient was familiar with how a manual drain works. No patient injury or medical intervention was reported.